Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. It was reported that patient faced fifteen infusion sets fell off events during doing use on date (B)(6) 2024. The infusion set was in use for 1 day. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: (B)(6).